Event description:
A customer reported receiving a reading on his precision xtra meter that was higher than how he felt. He also reported that he experienced loss of consciousness and seizure while being asleep and was awakened by his wife trying to give him a glucose tablet. The paramedics were called, received a reading of 29 mg/dl on their meter of unknown brand and treated him with glucagon injection. In addition, he also self-treated with glucose gel to bring his blood glucose up. However, it is unclear whether or not the customer tested his blood sugar prior to this hypoglycemic episode. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.